Event description:
It was reported that there was no image on the monitor, and the system went to maximum on the first shot of a case. The system was down. It was determined that the high voltage cable had failed. This failure may cause delay in treatment for the patient. There was no injury reported. Field service replaced the high voltage cable, and tested the system. System is operating as intended after replacement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system high voltage cable was installed during the service call. The system was tested and found to be working as intended and put back into service.